Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that while on pump therapy this past year, the patient had twice been diagnosed with diabetic ketoacidosis. This complaint documents occurrence #1 and is being reported as the reporter was unable to troubleshoot the pump, which cannot be ruled out as a cause or contributor to the dka.